Event description:
According to the reporter, the patient had arterial pulsatile bleeding.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a3, b2, b3, b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was used to provide hemostasis and dissection separating the greater curvature of the stomach from the omental attachments leading to the gastro splenic omentum (short splenic vessels). They also used the device to help dissect out the diaphragmatic hiatus and esophageal crural to assess for and, if present, dissect out and repair any crural defect (including hiatal hernias). During the first part of the dissection using the device up by the hiatus there was a bit more ooze noted when using the device to lyse some fat in the region of the ge junction. It was controlled and minimized. Then, upon entering into the lesser sac, the first part of the dissection of the greater curvature of the stomach from the omental attachments, nearly every fire of the device resulted in either small ooze or in certain cases clearly active arterial pulsatile bleeding. These were all controlled with clips, sutures, and electrocautery for total hemostasis. About 1/4 of the way between the pylorus and greater curvature, they felt that it was an excessive issue (and the patient has no history of hematological issues). They had issues in past where certain generators of the device were inferior to others and have spoken to the representative multiple times and asked that the broken generators to be removed. Today, at that point in the case, they had the generator changed (handheld device remained the same). Perfectly normal device activity with excellent dissection, cutting, and hemostasis was noted, a clear difference from prior to the switch of generators. Secondly, watching very closely, the device activate on the patient's omentum with the new generator produced a tiny bubbling of the fat just adjacent to the devices' jaws and a hint of smoke; both of these were absent prior to the change of generator supporting my original concern that there are superior and inferior generators intended to power the same device with predictable results. Not the case here, the patient had arterial pulsatile bleeding.

Manufacturer narrative:
Correction: h6-added fdp/bloodloss / ime- hemorrhage/bleeding added fdp/imf additional device fdp/imf modified procedure medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.